Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, line a was programmed to deliver 0.9% sodium chloride at a rate of 10ml/hr with a vtbi (volume to be infused) of 250ml. Line b was programmed to deliver nitroglycerin 50mg/250ml at a rate of 10mcg/kg/min with a vtbi of 250ml. Line c was not programmed. Line d was programmed to deliver nitropress 50mg/250ml at a rate of 1.5mcg/kg/min with a vtbi of 250ml, and the deliveries were started. On (B)(6) 2010 at an unspecified time, the blood pressure monitor alarmed. At this time, the nurse noted that the pt's systolic blood pressure had increased to an unspecified level, and the pt was bleeding in the chest tubes. The volume of blood was not specified. The physician was notified and ordered the nurse to continue to titrate the medications being delivered in order to bring the patient's blood pressure between 90mmhg to 130mmhg systolic. At this time, the nurse noted that the collection bag was full. No pump alarm was noted. The customer contact reported that the nurse concluded that medication was being delivered to the collection bag and not to the pt; therefore, the pump was removed from clinical service. Therapy was resumed using a replacement tubing set and pump. The nurse then titrated the medications to reduce the pt's systolic blood pressure and after a reported short time, the bleeding stopped. It was reported that the pt remained oriented. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded and printed at the manufacturing site. The programming present in the history did not correlate with the customer's reported programming and event information. (B)(4).